Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had migrated which caused inadequate stimulation. Device migration was confirmed thru x-ray imaging. The patient underwent a lead repositioning procedure. The device remains implanted and in service. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7105861. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(6).